Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced terrible positional headaches where he could only lay down and sitting up was brutal. The patient went to the emergency room and was given migraine cocktails which did not work. Reprogramming was performed and was successful. It was believed that the patients headaches were not device related.